Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, a technical support specialist (tss) found no issues with the enterprise server (es) or carefusion coordination engine (cce). The tss checked health sight viewer (hsv) and found no alerts or notices. In smss, the tss observed that recent orders were coming through. The tss informed the user that there were no issues on the es side and requested them to check with the it (information technology) /adt (active directory) team. Additionally restarted the external messaging and external inbound processor services. The tss verified that the order was processing successfully by running a query on the ext.receivemessage table filtered by patient ID. The customer confirmed that the order was visible and that the issue was resolved. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a patient medication order was not displayed on the station. The customer confirmed that the order for the patient was missing despite verification, and hit had restarted the interface; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.